Event description:
Customer reported via phone, he noticed two and half inch air spaces in the tubing of the insulin pump. Customer's blood glucose was 207 mg/dl. Customer stated the device was not rewound in place. Fixed prime was performed until all of the air bubbles were no longer visible. Customer was unable to check for leaks. Customer was advised to do a complete set change and no air bubbles persisted after the set change. Customer agreed to return the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.